Event description:
Procedure type: lobectomy. According to the reporter: two unit of ta3048l instrument were used in the operation on broncus and operation was finalized normally. In post op duration there was a problem and patients were opened again and seen that part of a staple line was opened. Then suture was used to closed the open part.

Manufacturer narrative:
(B)(4).